Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the iliac artery. An 8.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced toward the target lesion and resistance with the patient anatomy was noted. The balloon was inflated once and ruptured at 6 atmospheres. The device was removed without resistance and replaced with a non-abbott balloon catheter to continue the procedure. The lesion was ultimately treated via stenting. The balloon was soaked and air was pulled outside the anatomy prior to use. There were no reported adverse patient effects. There was not reported clinically significant delay in the procedure. No additional information was provided.